Event description:
During a sling procedure, the left side of the bladder was perforated. The surgeon realized this, removed and reinserted the device, and perforated the baldder again. The second perforation was unrecognized. Postoperatively, the pt had right-sided pain in the recovery room which was managed with increased pain medication. The pt voided ok and left hosp without a catheter, however, the right-sided pain increased overnight. The pt called the physician and was asked to come in but didn't have a ride. The pt went to her local emergency room where assessment and phone consultation with the physician led to a transfer to another emergency room. Assessment there, found her febrile with increased white blood cell count and large left shift. The pt's suprapubic incision sites were erythematous. The pt was admitted and begun on broad spectrum antibiotic coverage. The next morning, the erythema had increased and a CT scan revealed air and fluid in the right lower quadrant. Infectious disease and general surgery consults were obtained and the pt was diagnosed with necrotizing fascitis. The antibiotics were changed and she was taken to the or where debridement of the abdominal wall and fascia was carried out. The pt initially improved but approx 36 hours later began getting sicker. The pt was transferred to another facility whre surgeons located the mesh in one of the trocar sites and pulled it out intact. There was no other bladder damage noted. The pt is doing well, the wound is closing nicely, and there are no immediate plans for skin grafting.

Manufacturer narrative:
Conclusion: perforation of the bladder is a known complication of a retropubic sling procedure. If detected and the tape is removed and replaced properly, it is generally of no consequence other than oftern requiring catheter drainage for a few days. However, if it is not recognized, several problems will often follow including pain, stone formation, hematuria, and recurrent bladder infections. This would clearly be a problem of technique rather than the device or procedure. Necrotizing fasciitis can occur following any surgical procedure in which fascia is involved, and most commonly the exact source is not identified. The tissues involved in this case appear to be the suprapubic incisions, extending to the abdominal wall fat and fascia. The bladder perforation role is unclear, but most likely did not contribute. Whether this would have occurred anyway without the technique errors is impossible to determine.